Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was over-infusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set infused zosyn in minutes despite the infusion being set for over 3 hours. The following information was provided by the initial reporter: "patient event reported with zosyn, which should have infused over 3 hours, infused in minutes a. This infusion was delivered as a secondary infusion... D. Primary had been infusing without any issues prior to the zosyn... J. No patient harm reported"

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set infused zosyn in minutes despite the infusion being set for over 3 hours. The following information was provided by the initial reporter: "patient event reported with zosyn, which should have infused over 3 hours, infused in minutes this infusion was delivered as a secondary infusion... Primary had been infusing without any issues prior to the zosyn... No patient harm reported"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.